Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having hospitalization for brain bleed, and also alleged having subdural hematoma. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on march 26, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging hospitalization for brain bleed, subdural hematoma related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. They did not observe any unusual sound or odor coming from the device during operational testing. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer inspected the device externally and internally, observed an unknown brown colored contamination as well as fibrous contamination on the top enclosure under the left side accessory door location, slight dust-like and fibrous contamination was observed on, in and around the iso port, minor black unknown contamination (dust like), inconsistent with degraded sound abatement foam, in the bottom enclosure, a slight, light gray non-uniform film of unknown contamination on the inside of the rear panel, front panel, and bottom enclosure. This film could be smudged. They also observed slight dust-like and fibrous contamination on the blower outlet seal. The inside of the blower box was visibly free of contamination. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to directly address the patients symptoms and there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Sections d8, d9, h2, h3, h6 has been updated in this report.